Event description:
Boston scientific received information that during routine follow-up, the right ventricular (rv) lead exhibited variations in pacing lead impedance (pli) and intermittent oversensing of noise with pacing inhibition up to 6 seconds. The clinic has not seen this patient for the last five years now. Thresholds were stable. The rv lead configurations were compared, noting pacing inhibition in the bipolar configuration which was exhibited during left arm movement. Consequently, an improvement of the rv output was observed when device unipolar sensitivity was programmed. The field representative believed that it could be early signs of lead fracture as there had been subtle rv impedance fluctuations and stored electrogram (egm) noted in april. Additional information indicated that the patient was reported for recent syncope episodes. This lead was abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.